Event description:
Siemens servo 300 ventilator quit functioning while on a pt at 0430. No alarms or other indications of machine failure were heard. Fortunately, the respiratory therapist was at the bedside and immediately hand ventilated the pt, so there was no adverse pt outcome. This ventilator had been through the MFR checkout procedure in 9/01 and was functioning per specs.